Event description:
It was reported via international mm gmbh facility (germany) that inflation could not be maintained on one (1), size 10 lpc, low pressure cuffed tracheostomy tube. The inflation problem was detected by a homecare pt after the device had been in use "a few weeks." Limited info is available regarding the event and/or the device usage and maintenance. There was one (1) pt involved with no reported injury or compromise. The 10 lpc device was returned to the MFR on 12/24/97 for decontamination, analysis and investigation. The MFR's device eval results are recorded on section h of this follow-up report.